Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left coronary artery. A 1.50mm x 12mm emerge otw balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient injuries reported, and the patient was stable post procedure. It was further reported that the 20% stenosed target lesion was located in the mildly tortuous marshall vein. The balloon was ruptured during the second inflation at 8 atmospheres for 15 seconds.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: returned product consisted of an emerge otw balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the loosely folded balloon. The was blood in the guidewire lumen. The balloon was found to have a pinhole 1mm proximal to the markerband. Product analysis confirmed the reported event, as the device was found to have a pinhole to the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left coronary artery. A 1.50mm x 12mm emerge otw balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient injuries reported, and the patient was stable post procedure. It was further reported that the 20% stenosed target lesion was located in the mildly tortuous marshall vein. The balloon was ruptured during the second inflation at 8 atmospheres for 15 seconds.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left coronary artery. A 1.50mm x 12mm emerge otw balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient injuries reported, and the patient was stable post procedure.